Event description:
It was reported that a pt being supported with a quadrox-ID pediatric oxygenator exhibited acute oxygenator failure during day seven or eight of support. The exact nature of the failure was ambiguous. This information was obtained during a meeting with some staff at (B)(6) medical center. No additional information was provided. Ref (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device, maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provided product failure investigation, analysis and resolution for the device described in this report. The device was discarded by the facility. A lot number was not available so an investigation or root cause determination is not possible. A possible cause for the failure could be attributed to off-label use of the device. The utilization period for this device is restricted to six hours as noted in the instructions for use.